Event description:
Line inserted on (B)(6) 2012. On (B)(6), during dressing change, the line totally fractured at 0.3cm below oval disk when flushing.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report when sample is received.